Event description:
Reportable based on analysis. It was reported that during the ablation procedure versacross connect access solution for faradrive kit was selected for use. It has been mentioned that during preparation the flush knob came off. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. Analysis of the reported device revealed a detached luer hub.

Manufacturer narrative:
Device technical analysis: upon receipt at boston scientific's post market laboratory, it was noted that the dilator was returned with luer detached. Additionally, minor kinking along body was noticed due to shipment of the device; irrelevant to allegation. The complaint event is classified as "cause traced to device design" based on the information provided within the event description.